Manufacturer narrative:
Timing link assy and latch assembly.

Event description:
It was reported by service report that the bed would not lock in upper position. No pt involvement or adverse consequences were reported.